Event description:
The customer reported to olympus during preparation for diagnostic laparoscope procedure, the spare lamp was on and cannot be turned off after changing it on the evis exera ii xenon light source. The procedure was completed with a similar device. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the xenon light could not be lit due to a defective converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the spare lamp was turned on without the main lamp illuminating due to the failure of the power supply unit. The cause of the failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.